Event description:
A malfunction alarm identified as malf 12 was reported, but no notable events occurred prior to the malfunction. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support assisted the customer with resetting the pump, and the malfunction did not recur afterward. The customer was advised that they could continue to use the pump and to call back if the issue happened again, which they acknowledged and understood.